Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a post-reset ram alarm more than once after a battery change on the insulin pump.

Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion test. The sleep currents were within specifications and the pump passed the self test. The pump was monitored and no unexpected pump error 23 was noted after battery insertion. The pump was received with a cracked reservoir tube lip and a scratched case.